Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that his meter was reading inaccurately high. The medical affairs specialist mailed a letter one day later since the user could not be reached by telephone for further clarification. The pt reported that he has been obtaining inaccurate high readings. Some of the results reported were 205, 204, 213, 237, and 272 mg/dl. It appears that the results were obtained at different dates/times. After testing, the pt reported taking anywhere from 5 to 20 units of insulin. He reported feeling low; faint, weak, and nervous prior to testing his blood glucose. He did not require any medical intervention. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported, as the pt had symptoms of hypoglycemia after taking insulin, which was based on the meter results. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.